Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was found to have increasing noise causing the patient to be light headed and dizzy. On (B)(6) 2020 the lead was capped and replaced due to the oversensing. The patient condition is stable.